Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity appearing to be lower than expected or to be lower than expected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the battery of this implantable pacemaker dropped from 4.5 years to 2.5 years in the last 5-6 months. Technical services (ts) discussed that the patient had high-rate atrial sensing flutter and the device was reprogrammed with the atrial sensing off. The power consumption was around 120% which was normal for high-rate atrial sensing. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker dropped from 4.5 years to 2.5 years in the last 5-6 months. Technical services (ts) discussed that the patient had high-rate atrial sensing flutter and the device was reprogrammed with the atrial sensing off. The power consumption was around 120% which was normal for high-rate atrial sensing. This device remains in service. No adverse patient effects were reported.